Event description:
Plaintiff was employed as a nurse who wore and was exposed to latex gloves made by various MFR. Plaintiff alleges suffering the follwing symptoms: allergic rhinitis, shortness of breath, itcy and watery eyes, wheezing, facial swelling and urticaria. Plaintiff alleges developing a latex allergy.